Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 3.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that the spring loader is prematurely releasing when cocked back from three infusion sets on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.